Event description:
The account stated that the cd3200 sl sampled a pt tube twice. The cd3200sl then assigned the result to that pt (1) and the following pt (2). Due to this, an incorrect hgb of 5.0 g/dl was reported on the pt (2). When the account retrieved the pt's tube to perform a reticulocyte count they questioned the results as the sample did not look like one with a low hgb. The sample was repeated on the cd4000 and the hgb was 11.7 g/dl. The physician was contacted with the corrected value. There was no impact to pt management.